Event description:
Consumer called to report high readings with her meter. Analysis run on clark error grid using mean avg reading (368; 256) as reference point vs. Bd readings (569, 167; 389, 122) yielded some data points in the c/d range of the grid, outside acceptable limits.